Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The cause of the f-38 alarm was determined to be a damaged left force sensing resistor (fsr). To correct the condition, the left fsr was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product servicing by a technician, a flogard infusion pump was found to have experienced an f-38 alarm. No additional information is available.